Manufacturer narrative:
The reported event of ¿the screw was extended it auto retracted¿ was not confirmed. A complete lead was returned in one piece. The helix was retracted and clean. Visual and x-ray examinations of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to the helix issues reported in the field. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies except for handling related damage not related to the reported event.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead helix exhibited unspecified helix rotation issues, during which the helix extended and auto-retracted multiple times. The rv lead was not used. The physician elected to implant a different rv lead and completed the procedure. There were no patient consequences.